Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please forward the following questions on to the appropriate personnel? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If the device was locked closed was the knife reverse switch attempted? If yes, did the knife reverse switch function as designed? Was the manual override attempted? If yes, did the manual override lever function properly? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the stapler would not fire and would release tissue. There were no patient consequences reported. There is no additional information.